Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose), clonidine (unknown concentration and dose), and bupivacaine (unknown concentration and dose) via an implantable pump for an unknown indication for use. During follow-up, the hcp saw a motor stall message. The logs revealed a motor stall on (B)(6) 2017. The patient experienced withdrawal symptoms. The hcp tried to update the pump, but the motor stall message appeared again. The hcp decided to replace the pump; this occurred on (B)(6) 2017. Troubleshooting included pump programming and looking at the logs. It was unknown if there were any contributing factors. After the replacement, the patient felt fine and received effective therapy again. The issue was resolved, and the patient status was alive - no injury. The pump would not be returned, as it was discarded by the customer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the pump was not available. The motor stall did not recover. Pump logs were not available. The concentrations and doses of the drugs used were not available.